Manufacturer narrative:
Per tandem's user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the cartridge was filled with over 300 units. Blood glucose was not impacted. Reportedly, the customer replaced the cartridge and successfully continued insulin therapy.